Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. A review of the provided x-ray images finds no indication of a product problem. As indicated by the complainant the report is not suspected to be device related. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for death, secondary to possible gastrointestinal bleed event serious and is considered severe/fatal. Event is definitely not related to device and is remote possibility related to procedure. Date of implantation: (B)(6) 2014. Date of revision (non-study hip): (B)(6) 2020. Date of event (onset): october 2020 (day unknown). (Right hip). Treatment: none.